Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2013, inratio2 inr: 0.9 and 2.0. The time between testing was within less than one hour. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B)(6) 2013, inratio: 0.9, reference: 2.0, mean: 1.45, sd: 0.78, %cv: 53.64. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. In-house therapeutic donor testing performed on reported lot 305273 on (B)(4) 2013 yielded the following results: donor: 218, inratio: 3.2, 3.3, 3.1, reference: 3.27, bias threshold: 2.27 - 4.27, %cv: 3.13. Donor: 232, inratio: 2.3, 2.4, 2.7, reference: 3.00, bias threshold: 2.00 - 4.00, %cv: 8.44. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned; therefore, retain products were used for investigation testing. The retain strip testing results met accuracy and precision criteria. The root cause could not be determined from the information provided by the customer. (B)(4) discrepant complaints have been reported for lot number 305273, yielding a complaint rate of (B)(4). This reaches the action threshold of >0.07%. Note brick lot number 296553 with strip code k77n0 material was split into two different lots: lot number 305273 into (B)(4) (smaller lot), lot number 305274 into (B)(4) (larger lot). Therefore, (B)(4) discrepant complaints have been reported for lot numbers 305273 and 305274, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4); corrective action is not required at this time. There is no corrective action required at this time, as no product deficiency was established.